Event description:
The customer reported to olympus that evis exera iii colonovideoscope, instrument infiltrated. The issue occurred during the reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: air/water cylinder has no color; suction cylinder has no color; universal card holder has corrosion due to water leakage; switch flexible printed circuit unit cove has corrosion due to water leakage; base plate has corrosion due to water leakage; scope cover unit has corrosion due to water leakage; outside shield unit has corrosion due to water leakage; plug unit has corrosion due to water leakage; scope connector case unit has corrosion due to water leakage; cable unit has corrosion due to water leakage; circuit board unit in scope connector has corrosion due to water leakage; micro connector unit in scope connector has corrosion due to water leakage; due to wear of angle wire, the play of upward/downward knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; adhesive around objective lens has discoloration; adhesive around light guide lens has discoloration; adhesive on bending section cover or distal sheath rubber has a crack; connecting tube has a scratch; and universal cord has corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. The event can be detected/prevented by following instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.